Event description:
It was reported that an asymptomatic patient presented for follow up. Upon device interrogation, the right ventricular lead exhibited noise and loss of capture. The lead was capped and replaced on (B)(6) 2014. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.